Manufacturer narrative:
The pump passed the rewind, self test and unexpected restart error tests. All operating currents were within specification. The off no power alarm functioned properly. The pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery test due to the prime/fill anomaly. Unable to perform the displacement, basic occlusion or occlusion tests due to the reservoir tube lip damage. The test infusion set and reservoir did not remain locked in place due to the reservoir tube lip damage. The pump had a broken reservoir tube lip, a missing reservoir tube o-ring, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's mother reported that there was a crack on the reservoir compartment. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 836 mg/dl at the time of hospitalization. The customer's blood glucose was 231 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with the insulin pump. The customer's mother stated that they were vomiting. The customer's mother stated that they were wearing the insulin pump at the time of hospitalization. The customer's mother declined to troubleshoot for high blood glucose and high pressure test. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.